Event description:
In reference to: access number (B)(4) fails diagnostics, chamber fill problems, new water seals leaking, fill time error, pressure transducer fault. Additional report received on (B)(4) 2013. Addendum (B)(4).